Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had high capture threshold. Upon attempting to reposition the lead, the stylet had failed to be advanced into the rv lead. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.